Event description:
Technician reported device over infused dobutamine. Total bag vol 216 ml including 14 ml over fill. Dose 4 mg per ml- 16.8 mg per hr. Pump alarmed after 45 yrs. When device alarmed 16.1 ml remained in bag. No pt injury or medical intervention reported.